Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Unit received with broken battery tube threads and cracked keypad overlay at select button.

Event description:
The customer reported via phone call that the cracked at battery compartment. The customer¿s blood glucose level was 120 mg/dl. Customer already disconnected and doing manual shot. Troubleshooting was performed for damage. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.